Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not confirm the high water pressure on the device, as the water flow was found to be within standard. The device was leaking at the air/water supply connector. The bending section cover glue was peeling. Upon removal of the bending section sheath, broken frayed wires were noted. The device was refurbished.

Event description:
Olympus was informed that during the diagnostic colonoscopy procedure, the water pressure coming out from the colonoscope was strong, and the patient sustained a water blister in the cecum. However, the procedure was completed with the same device. The patient was sent to the emergency room for observation and was later discharged. Upon discharge the patient was prescribed antibiotics. The patient's current condition is stable. It was also stated by the user facility that this was an isolated event.